Event description:
On 5/29/92 patient underwent c1-2 posterior cervical fusion using songer cable and allograft. An x-ray taken in august revealed one of the cables appeared to be ruptured as it passed over the arch of c1. Patient noted some increase in pain recurrence. On 12/16/92 the failed songer cables were removed and a modified brookes c1-c2 arthrodesis with sublaminar wire and right autogenous iliac crest graft was performed. The patient was discharged 12/18/92 in stable condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.